Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence; urinary /bowel dysfunction it was reported that they had not been able to get the device to work for some time, for months. The patient said they tried to call the medtronic number before and they never got through a couple of times. Patient said they called the hcp who did the surgery and was told they needed to contact medtronic, but their concern right now was that they will be getting an MRI of their head, and they don't know if their ins was compatible. Agent then walked the caller through connecting to the ins and found out their stimulator was off. Agent guided the patient first to activate their MRI mode. Agent reviewed MRI compatibility and eligibility. Agent then informed the patient that their stimulator was off, the reason they had a return of symptoms. The patient said they did not know when or how or why their stimulator was off, they said they had no clue. Patient said that they had been struggling to get it turned on and to adjust it helped them because they were going through 2 and a half cases of diapers right now. The patient said that it's like it's flowing quite a bit, so they had tried in the past to get it going but with no luck. Patient said they needed to turn on their stimulator. The patient reconnected to their ins and increased their stimulation to 0.7 and they felt the sensation. Patient said they don't want it to be painful, as they have pelvic pain. Patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. Patient was advised to monitor their symptoms and redirected to the hcp if symptoms persist.